Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 300 mg/dl range due to a bent infusion cannula. Normal blood glucose is 80-150 mg/dl, and pt changed the infusion set and delivered a correction bolus to treat hyperglycemia. The infusion cannula was bent near the adhesive. Headset was inserted using the insertion device. There was no insulin leakage and no difficulties removing the needle box. Alleged infusion set was discarded and will not be returned for eval. The pt did not require assistance from a health care professional or second party to address the issue.